Event description:
It was reported that when placing the bd nexiva¿ closed IV catheter system - single port the catheter was discovered to have holes and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when placing nexiva the customer has blood leaking out of the catheter with visible holes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-jul-2023. H6: investigation summary: bd received a 20 gauge nexiva catheter assembly from lot 2300204 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the catheter assembly had some physical damage and appeared to be deformed leaving a hole in the unit. The engineer identified that this deformation likely caused the reported leakage. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process. H3 other text : see h10.

Event description:
It was reported that when placing the bd nexiva¿ closed IV catheter system - single port the catheter was discovered to have holes and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when placing nexiva the customer has blood leaking out of the catheter with visible holes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.